Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that there was noise on all three channels of this cardiac resynchronization therapy defibrillator (crt-d). Boston scientific technical services (ts) discussed that the noise was likely due to the surgical procedure in progress. Pacing inhibition of approximately 2-3 seconds was noted on the right ventricular (rv) channel. No adverse patient effects were reported. This device remains in service.